Manufacturer narrative:
This follow up report is submitted to correct the model number of the product.

Manufacturer narrative:
Bayer service performed a check of the veris monitor and found it to perform to specifications. The veris operation manual states the following: use only recommended electrodes. The use of other electrodes could result in injury, such as patient burns. Use only conmed invisatrace electrodes or other electrodes specifically recommended by medrad for use with the veris monitor.

Event description:
A bayer representative in (B)(4) reported the following: a hospital requested service on their veris monitor (sn (B)(4)). The site explained that they encountered poor ECG signals during use and questioned if there was a problem with the equipment or one of the cables; hence the reason for the service request. Additionally, they reported that a (B)(6) female patient suffered a second degree burn while connected to the veris system when these poor ECG signals were encountered. The exact anatomical location of the patient burn was not disclosed. The site also indicated that they had used non-compatible electrodes at the time of this incident. We have requested further information relative to the current status of the patient. To date, we have not been able to get any additional information.